Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube as returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed to load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).